Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of broken ventricular connector, both connectors were broken and it was additionally noted that the hanger assembly was cracked and the main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.